Event description:
Caller states the patient tested 5.7 inr on coaguchek xs system 1, and 3.3 inr on coaguchek xs system 2. The patient's warfarin dose was decreased based on the reported device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the system 1 (lot number 22040311, expiration date 10/31/2014). (B)(4).